Event description:
Additional information was received that the valve was recaptured 1 time. Per the physician, patient anatomy was not a contributing factor to the infold or dislodge. The deployment starting point was at the bottom of the pigtail catheter. The valve dislodged aortic. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) and left coronary cusp (lcc) was -3 millimeter¿s (mm). During the implant procedure, a medtronic guidewire was used. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: d10. Continuation of d10: product ID gwbc30 (lot: unknown); product type: 0195-heart valves medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: three static images were submitted to medtronic for review of the event. The patient¿s executive summary was also provided for anatomical review. The patient¿s annulus perimeter was 73.4 millimeter (mm) with a perimeter derived diameter of 23.4mm, suggesting a 29mm evolut. The aortic valve appeared to be significantly calcified. Fluoroscopic valve load inspection was provided and confirmed a good load. There was no evidence of an infold after the first deployment attempt. The infold was noticeable after one recapture. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to implant of this transcatheter bioprosthetic valve, the valve was successfully loaded on to the delivery catheter system (dcs). Load check was performed that revealed a good valve load. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 22 millimeter (mm) non-medtronic (z-med) balloon. The valve was positioned and deployed to 80%. At 80% deployment, it was felt that the valve was too deep. The valve was subsequently recaptured. During recapture, the valve dislodged into the sinus where it was fully recaptured. During recapture, the valve "kicked" to one side. During the next deployment attempt, an infold was observed. The valve was recaptured and withdrawn from the patient. A new valve was loaded onto a new dcs and successfully implanted in the patient. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329 (lot: 0011447642); product type: 0195-heart valves; implant date n/a; explant date n/a; product ID evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; implant date 2023-09-12; explant date n/a product ID d-evolutfx-2329 (lot: 0011463858); product type: 0195-heart valves; implant date n/a; explant date n/a product ID l-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; implant date n/a; explant date n/a product analysis: the device was discarded, therefore no product analysis can be performed.   Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to implant of this transcatheter bioprosthetic valve, the valve was successfully loaded on to the delivery catheter system (dcs). Load check was performed that revealed a good valve load. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 22 millimeter (mm) non-medtronic (z-med) balloon. The valve was positioned and deployed to 80%. At 80% deployment, it was felt that the valve was too deep. The valve was subsequently recaptured. During recapture, the valve dislodged into the sinus where it was fully recaptured. During recapture, the valve "kicked" to one side. During the next deployment attempt, an infold was observed. The valve was recaptured and withdrawn from the patient. A new valve was loaded onto a new dcs and successfully implanted in the patient. No adverse patient effects were reported. Additional information was received that the valve was recaptured 1 time. Per the physician, patient anatomy was not a contributing factor to the infold or dislodge. The deployment starting point was at the bottom of the pigtail catheter. The valve dislodged aortic. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) and left coronary cusp (lcc) was -3 millimeter¿s (mm). During the implant procedure, a medtronic (confida) guidewire was used. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolutfx delivery catheter system (dcs), product ID: d-evolutfx-2329, lot: 0011447642, use by date: 2024-10-10, UDI: (B)(4). Conclusion: the valve device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest that a device quality deficiency may have caused or contributed to this event. Positioning difficulties and dislodgement do not typically indicate a failure to meet manufacturing specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.